Event description:
Infection was reported. It was further reported that during the explant procedure, no purulent or necrotic material was noted but a large amount of clotted blood was removed. Wound debridement and drainage was performed. The device and the leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.